Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: merit medical heartspan transseptal needle (model# unknown, lot# unknown); soundstar catheter (model# m-5723-05, lot# unknown). Manufacturer ref no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention) and death. Upon case completion, as the catheters were being removed from the patient, a pericardial effusion was detected via the soundstar catheter. Pericardiocentesis yielded an unspecified volume of fluid. Pericardial window was performed. The patient became hypotensive and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated. Cardiothoracic surgeon was consulted. Resuscitation efforts were unsuccessful and the patient expired. Medical history includes heart failure (severity unspecified). Although the adverse event was detected upon case completion, it occurred during ablation or after ablation. Physician¿s opinion regarding the cause of death is that it was related to the cardiac arrest that occurred secondary to severe hemorrhage as a result of a cardiac perforation of the left atrial anterior wall via a membranous pseudoaneurysm. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a merit medical heartspan transseptal needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. It was noted that there were 75 total ablations. Irrigated catheter flow was set at 2 ml/min while mapping, 8 ml/min while ablating below 30 watts, ad 15 ml/min while ablating at greater than 30 watts. There is no information regarding anticoagulation. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.